Event description:
New information indicates the lead was capped and replaced due to the previous noise. No complications from the event.

Event description:
It was reported during routine follow up that intermittent t-wave oversensing was noted. It was later reported that oversensing myopotentials was suspected. Replacement of the lead and ICD are planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.